Event description:
Caller reported that the screen of their pump was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, including checking the power source and using specific charging supplies. Eventually, the pump screen turned on after following the instructions. A follow-up confirmed that the pump began charging after being left connected to a working outlet using the original charging supplies, and no further assistance was required.